Event description:
It was reported that this left ventricular (lv) lead exhibited increase in threshold values and drop in pacing impedance measurements. It was noted that the lv impedance drop from 1200 ohms to 800 ohms during testing, however within the normal range. The health care professional (hcp) stated that there were signs of lead dislodgement and recommended to perform x-ray imaging. This lv lead remains in service. No adverse patient effects were reported.